Event description:
A distributor reported that a user facility performed a thermage treatment on a patient and the patient experienced burns. The patient was given unknown topical anesthetics before the procedure began. Solta medical branded cryogen and a sufficient amount of coupling fluid was used with the highest level of treatment at 6.0. The dr. Treated the left side of the patient¿s face first at a lower level of 5.0. When treatment began on the right side, it was noted there was a burn on the left side of the face and forehead. The patient was immediately given a cold compress and growth factor gel before the treatment continued. It was observed some system errors occurred during treatment indicating too much force was being applied from the tip to the skin and the treatment button was released too soon before the pulse tone ended. The treatment tip was not inspected prior to or throughout the procedure. After treatment was completed, injury to the forehead and left cheek was noted. The patient¿s current status is reported as scab with an uncertain outcome. Available pictures were reviewed and they showed redness, blisters and inflammation, with multiple post inflammation hyperpigmentation on the patient's cheek. The patient had not received any other treatments in the same symptom area on the procedure day or within 30 days prior.

Manufacturer narrative:
The data log from the event was reviewed and it showed a system error occurred indicating the user released the treatment button early during the post cooling state. The handpiece and system performed as expected. The treatment tip was returned but evaluation has not yet begun. A plant evaluation has been initiated.

Manufacturer narrative:
The data log and treatment tip from the patient event were returned and evaluated. The data log showed errors had occurred during patient treatment. Errors indicate a recoverable problem that requires operator intervention. If the error occurs during a radio-frequency (rf) treatment, the rf delivery will be stopped, then a post-cooling step will be completed prior to generating an ¿error tone¿, and an event code and error message will be displayed. After the error tone, the system will transition into action required mode and will display text with instructions for the operator indicating what action may be required to resolve the issue. Failure to maintain constant force until the tone ends (until the end of post cool state) can result in an unsafe condition. Based on the evaluation of the data, the system and handpiece performed as expected. The treatment tip passed flow and thermistor testing however it failed leak testing and visual inspection. There was a tear in the tip membrane but no dielectric breakdown observed. A tear in the membrane can cause the rf energy, delivered by the system, to focus in a small area of the membrane, rather than to be uniformly distributed over the entire membrane area and could possibly causing patient burns. A review of the manufacturing records showed all requirements were met. Final test verification specifications are acceptable. No non-conformities or anomalies found related to this complaint when reviewing the device history record for the serial/lot number. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. Based on the available information, the damage to the tip membrane most likely caused this event. According to thermage cpt system technical user¿s manual burns, blisters, and scarring are known possible patient reaction to thermage treatment. The procedure may produce heating in the upper layers of the skin, causing burns and subsequent blister and scab formation.